Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: during procedure, sometimes clips were formed twisted or didn't fire properly. To continue the procedure hemoclip was used. Nothing fell into cavity. No patient harm. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes. Additional anesthesia was given rather than the routine anesthesia.